Event description:
During a ptca treatment procedure, the quantum maverick monorail 15/3.0 mm balloon ruptured at 14 atms on the initial inflation. The lesion being treated was a calcified, 90% stenotic lesion in the left anterior descending coronory artery. The quantum maverick balloon was removed and replaced with another to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good.'